Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: (B)(6), product type: accessory, product ID: pa9101, lot#serial#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2 calls information was received from patient (pt) regarding an external device npe116451n. The reason for call was patient stated that they was on the phone with their mdt rep today and they did some therapy adjustment and it is not working for them. However, patient stated that their problems was their communicator was not working properly. Patient said that they had to put it on their back which was difficulty due to their restrictions and they inconsistently having issue getting it connected. During the call, patient was calling the communicator as controller. Patient said that sometimes the stimulation was too high and they had to wake up and changed the setting but they can't since they have issues connecting the device. Agent had the patient pair the communicator and the mystim app and it went directly to their therapy screen. Patient did not encounter any error messages. Patient made a comment that it was inconsistent when it works. Agent reviewed best practices in utilizing the devices. Additional information from the patient indicated that it does not connect to communicator unless held over the battery. They stated that a quick adjustment is not possible, and that they have limited range of motion. Issue remains unresolved. Additional information was received from a patient (pt). It was reported that the only way to connect to their implantable neurostimulator (ins) is by placing the communicator directly over their implant. Pt stated they have been unable to activate their implantable neurostimulator (ins) and expressed frustration with the situation. Pt mentioned they have a very bad elbow, which makes it difficult to reach their implant. Pt also mentioned that they were struggling with it, and the only way to use their communicator is by placing it on their back. Pt stated that this issue has been ongoing since on (B)(6) and that they've been going back and forth with the manufacturer representative (rep) who advised them to contact patient services (pss). Pt also stated they notified the rep via phone call on (B)(6). Pt commented that their device is helping them significantly. While it is not perfect, they are very pleased with the device. Agent had pt turn airplane mode 'on' and 'off' and pt confirmed that bluetooth was enabled. Agent had pt close all applications, launch mystim app and attempt to connect. Pt confirmed they were able to successfully connect to the implanted neurostimulator and view the therapy screen. Agent reviewed best practices in using the communicator. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and repeated previously documented information. Patient stated every time they adjust their intensity and, therefore have to move the communicator and handset away from their implant, they lose connection to the implant and have to place the communicator directly over the implant and connect again. Patient added that sometimes the intensity gets too high and they cannot turn it down due to this issue. Agent had patient reset communicator, close all apps, and turn airplane mode on and off. Patient then connected with the communicator at a normal distance. Patient placed the communicator and handset back into the case, closed all apps, and connected successfully again with the communicator at a normal distance. Agent reviewed information and the troubleshooting steps that were taken while on the call resolved the issue. Agent sent request to repair for the adaptor due to patient report of dual adapter only charging one device at time.